Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing based on review of electrograms (egms) from previously stored events. Boston scientific technical services (ts) discussed the suspicious appearance of the egms on both the rv pace and shock channels. Ts indicated that it appears that the rv lead is compromised even though the rv impedance measurements are within the normal specification limits and are relatively stable. Subclavian crush syndrome (scs) is the suspected cause. As a result, this lead was explanted and replaced. No additional adverse patient effects were reported.